Event description:
It was reported that the lead was explanted and replaced due to low sensing.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure. A complete evaluation could not be performed due to the condition of the lead as received.